Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred one day after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, a rash, and blisters under the sensor patch. The patient had itching and burning sensation in the area. On (B)(6) 2025, the patient called dexcom tech support to follow up on the report she made via the web self-service g7 app and provided additional information about this event. On (B)(6) 2025, the patient went to an urgent care clinic and was prescribed a course of oral antibiotic medication (clindamycin hcl 500 mg, three times daily for 7 days). At the time of the phone report, the patient mentioned she still had blisters at the reaction site, but the redness had already subsided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.